Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump shut down unexpectedly at 20% battery life. The pump was able to be turned back on when plugged into a power source. Reportedly, when the pump was turned back on the touchscreen was no longer responsive. Customer's blood glucose level became elevated (445 mg/dl). Customer delivered an injection to stabilize blood glucose levels. Reportedly, customer has back up manual injections for continued insulin therapy.